Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump's daily rate was "accidentally set to 3.4 ml/h." It was reported that the correct rate was 3.2 ml/h and the pump was subsequently programmed correctly again. Per reporter patient was hyperkinetic. No additional adverse patient effects were reported.